Manufacturer narrative:
Follow up MDR for correction, following the submission of the initial MDR, it was determined that this complaint is a duplicate to pr (B)(4). This MDR will be voided.

Event description:
Duplicate to pr (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301033 , batch # 0003701. It was reported by customer that moisture inside 30ml luer lock syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Notification number 200442779. Notification created date 3/16/2022. Notification description moisture inside 30ml luer lock syringe. Component number 33239. Component description lts 20 ml luer-lok syringe. Component lot serial number (B)(6). Regulatory date reported 3/19/2024. Regulatory reference number (B)(4).

Manufacturer narrative:
(B)(4). Follow up: it was reported moisture was visible inside the 30ml syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging. No defects or imperfections were observed. A device history record review was completed for provided material number: 301033, lot: 0003701. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received: 1. Can you please provide an exact date of event in this format dd-mmm-yyyy? 05/10/2021. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No. Material#: 301033, batch#: 0003701. It was reported by customer that moisture inside 30ml luer lock syringe. Rcc received a complaint via email. Email(s). Notification number: (B)(4). Notification created date 3/16/2022. Notification description moisture inside 30ml luer lock syringe. Component number: 33239. Component description: lts 20 ml luer-lok syringe. Component lot serial number: (B)(6). Regulatory date reported: 3/19/2024. Regulatory reference number: (B)(4).